Event description:
Healthcare professional reported left side deflation. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed opening on valve assessed as cracked valve seat/diaphragm valve. Delamination of diaphragm valve was assessed as adhesive failure. As per the investigation procedure creases, wear abrasion and delamination on plug strap disk shell was observed. None of the observations are found to be potentially related to the manufacturing process, no further actions are required.